Event description:
It was reported that cartridge alarm 20 occurred during pump load process, and caller noted cartridge alarms with consecutive cartridges on same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping details, and advised caller that replacement pump would have updated software; technical support also provided instructions for storage mode, pump return within 10 days, and programming of pump settings and cgm connection into replacement pump, which caller understood and acknowledged.